Manufacturer narrative:
If additional information becomes available then it will be submitted in a supplemental report. The event involves a device that is not cleared for sale in the u.s., but there is similar device commercially available in the u.s.

Event description:
It was reported that, "the patient had a bha in 1996. His system one bipolar dislocated due to something. Therefore, the surgeon tried to reduce it. However, during the closed reduction, the inner head dissociated from the system one bipolar." The surgeon requested a wear analysis and a static dissociation force between a system one bipolar and an inner head.